Event description:
Event: rupture of iliac artery resulting in conversion to open repair. Case description: it was reported that in late 2003, after the patient was admitted to the hosp it was found that the ancure device's superior attachment had migrated into the abdominal aortic aneursym. It was noted that the abdominal aortic aneurysm had a long and very large neck. It was indicated that the rupture occurred in the right common iliac artery. In 2003 the abdominal arotic aneurysm was surgically repaired and the patient remained hospitalized in the intensive care unit. Patient is doing fine now.